Event description:
Customer reported a cryocyte bag ruptured during thawing a 0 5" slit appeared that ran upward all the way through the bottom edge of the bag. The patient impact of this break was a decrease in the dose of cells infused. Approximately 15 mls were infused from the broken bag. The other 55 mls were left in the zip-lock that the cryocyte had been thawed in. The customer stated there was a sterility risk, but no increase in antibiotics. The customer feels that a possible cause of this event is a customer procedure of "fishing for bags" where the tech reaches down into the bucket of nitrogen with a hemostat and searches around for each bag submerged in the nitrogen which results in the bags being jostled around considerably. The customer feels this is too much movement of the bags while in such a fragile frozen state, i.e. One bag bumping up against another could easily cause a bag to crack open. The customer has eliminated this practice from their sop.

Manufacturer narrative:
The device has been requested, but has not yet been received by baxter for evaluation. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by mountain home manufacturing plant and cellular therapies division quality management. Cio-CAPA has been initiated to investigate customer reports of cryocyte bag breakages.